Event description:
Balloon burst.

Manufacturer narrative:
The catheter came back with no proximal attachments. We were unable to find out why or when they were cut off. A circumferential burst was confirmed. The balloon was taken to rated burst pressure by the physician. It is unknown whether or not patient anatomy (calcification) contributed to this malfunction. There have been no other reported problems with this lot of catheters.